Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported online via the medtronic website's contact us that the other night her insulin pump suspended with a sensor glucose of 58 mg/dl and a blood glucose of 115 mg/dl. The customer was called and she then described her calibration method. Troubleshooting was declined since she did not have the materials on hand and wanted the sensor replaced. No products were returned and a replacement sensor was shipped to the customer.